Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture, stent damage and removal difficulties occurred. A 16 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the balloon was inflated at 3 atmospheres, the balloon perforated as backflow of blood was noted. The device was removed and mesh of the stent was damaged because it was removed with great difficulty. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts bunched from the proximal side toward the centre of the stent, distorted, lifted from the stent profile and stretched over the bumper tip. The stent moved distally on the balloon exposing the balloon wall on the proximal side for approximately 10mm. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. Solidified media resembling dried blood was present inside the balloon chamber. The proximal bond was reviewed for damage and signs of a neckdown outer however no issues were identified. The outer diameter (od) of the proximal bond was measured and the result is within the specification. An attempt was made to inflate the device however, the liquid did not travel through the lumen due to the solidified media present inside the device which was left to soak in the water bath. On the second inflation attempt, the device leaked at the distal edge of the damaged port bond, approximately 6mm distal from the port exit area, most likely due to the tear in the weld. No issues were noted with the balloon which did not leak and was not perforated. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner lumen and outer extrusion found one kink at 15mm distal from the bicomponent bond. Severe damage was also noted at the port bond area which was torn for approximately 6mm distally from the port exchange area. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. An attempt was made to inflate the device during examination and the inflation fluid leaked through the damage noted at the port bond, thus confirming the damage concentrated at this location and most likely occurred during procedure. The midshaft and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, stent damage and removal difficulties occurred. A 16 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the balloon was inflated at 3 atmospheres, the balloon perforated as backflow of blood was noted. The device was removed and mesh of the stent was damaged because it was removed with great difficulty. No patient complications were reported.